Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons no longer responding when press. The customer's blood glucose value was unknown. Customer states screen display no longer respond. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent down button response due to corroded keypad traces. However, device passed self-test and displacement test. Device display properly. No unexpected missing segment/partial display anomaly noted during testing. Device had cracked battery tube threads. (B)(4).